Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligner broke their crown. The patient went to see their dentist and was informed that the aligners were not fit correctly. The front teeth are now more crooked than when they started treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.